Event description:
The customer reported to olympus, connector seems to be broken and is causing connection issues with scopes when used with evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel is damaged, corrosion on top cover, corrosion on bottom chassis, rear panel is bent, rear foot is bent, front panel chassis is bent, and air duct was cracked. A broken slider switch on scope socket, a non-olympus lamp life meter was reading at 415 hours 9 minutes, light output measured out of range and was missing 2 lamp washers. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken slider switch on the scope socket could not be identified. Olympus will continue to monitor field performance for this device.